Event description:
It was reported that at the user facility the device was continuously running without user activation. No delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
Additional info will be submitted once the quality investigation is completed, if additional info is received and requires reporting.